Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was returned separated from the device. A visual examination of the crimped stent found the stent was returned fully expanded with visible damage to a strut on one end, the third row strut was lifted and folded in opposite direction to the other struts. The bumper tip of the device showed no signs of damage. The crimped stent was detached from the balloon. The balloon wings were not tightly wrapped and had been subjected to positive pressure. Evidence of stent crimp markings were noted on the balloon. A visual and tactile examination found several hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. After a pt graphix guide wire crossed the lesion, a 2.5x20mm apex monorail balloon catheter was used for pre-dilation. A 20x3.00mm taxus liberte stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the proximal portion of the stent struts were raised. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. After a pt graphix guide wire crossed the lesion, a 2.5x20mm apex monorail balloon catheter was used for pre-dilation. A 20x3.00mm taxus liberte stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the proximal portion of the stent struts were raised. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.